Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, after the left ventricular (lv) lead was inserted, the guidewire became stuck inside the lead. The lv lead was removed and a new lv lead was placed. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted a competitor guidewire was used. The coating was ensnared in the lumen of the lead, causing the guidewire to become stuck. If information is provided in the future, a supplemental report will be issued.